Event description:
It was reported that during generator replacement surgery high impedance was found with the existing lead and generator. The surgeon replaced the generator and high impedance was again observed with the new generator and existing lead. The surgeon then replaced the lead. It was reported that device diagnostics were within normal limits with the new vns system. It was reported that the high impedance was not observed prior to surgery. It was reported that the explanting facility does not returned explanted devices for analysis and that the devices were discarded during the surgery. No additional relevant information has been received to date.

Event description:
It was reported that the explanting has a no return policy and discards explanted devices at the time of surgery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.